Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to pull medication. A technical support specialist advised the customer to completely power off the station, ensure the local area network (lan) cable was properly reconnected to both ends, and then power it back on to resolve this issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where medications were not showing up on the station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.